Event description:
It was reported that a pt was receiving a platelet transfusion through the device, after 10cc the pt became unresponsive, his eyes rolled back and his face was bluish. The transfusion was stopped. The pt's blood pressure was 122/50mmhg before and 150/66mmhg after. The pt was responsive immediately after the transfusion was stopped. Post transfusion a sample was examined and showed no hemolysis. The next day the pt was pre-medicated with tylenol and benadryl and was successfully transfused without a device.